Event description:
<P>caller reported an alarm related to occlusion events occurring daily since june 28, 2025. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer resolved the issue by changing the infusion set and cartridge, then resumed insulin.